Event description:
Medibag has a tear along the outer seam of the bag.

Manufacturer narrative:
The 420 ml medibag was visually examined. There is a tear along the outer seam of the medibag. The root cause not been determined at this time.